Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was service on site by a field service technician. The device was visually inspected and functionally tested (power-on self-test). A service history review was also performed. An event history log review was performed, though no evidence of the reported occlusion alarm was found. The device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.